Event description:
Please refer to the initial-report.

Manufacturer narrative:
The electronic log file was available for investigation. The reported event could be reconstructed by means of the information stored therein. The case in question was started at 13:57 using volume af mode. Just from the beginning the device was alarming volume not attained repeatedly and the measured tidal volumes were heavily fluctuating indicating an external leakage in the patient circuit (breathing hose, y-piece, tube, etc¿) which led to a fresh gas deficit subsequently. The primus detected the leak and generated corresponding alarms such as fg low or leak and apnea. At 14:06 the device detected an unexpected pressure peak of 99.2 hpa at the patient end of the breathing circuit. Negative pressures and positive pressure peaks alternated until the incline in pressure exceeded the threshold tolerated by the primus. The device reacted as designed for such situation as it performed an autonomous shutdown of the ventilator unit, activated man/spont mode and generated a corresponding visible and audible ventilator fail alarm. The patient was then ventilated using man/spont mode until 14:11, when the device was switched to standby. The investigation has not revealed a device failure. The event was most likely related to either the patient condition (e.g. Coughing) or a suction maneuver. Dräger finally concludes that there is no issue with the device that would require repair or correction. We have been selling the primus since 2002. Since then more than 50.000 devices have been shipped worldwide. During the past 3 years, dräger has shipped approximately 9.800 devices worldwide, thereof 56 devices to denmark and approximately 4.100 devices to europe (without dk).

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that: ¿5 minutes into anesthesia the primus suddenly failed to deliver air/oxygen and both the vent. Bag and hoses was emptied. The primus indicated that only manual ventilation was possible.¿